Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip, such that the clip detached from the anterior leaflet during deployment; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip was implanted successfully reducing mr to 2+, however the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Mr returned to 4. Two additional clips were implanted successfully to stabilize the slda clip. By the end of the procedure a total of three clips were implanted and mr was reduced to 1. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.